Manufacturer narrative:
The device was not received for evaluation at the time of this report. Therefore, no physical analysis of the device can be performed. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu) warnings, do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. The dfu precautions also indicate, the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported: guidewire zipwire hydrophilic 0.035 x 150 straight tip regular shaft stiffness - dr was trying to slide the wire through a rigid ureteroscope and it stripped the coating of the wire off. Additional information received 13 june 2023: was there any patient injury reported? No. Were there any patient complications during the procedure(s) or after as a result of the product issue? None. Patient details - gender, age, weight? Not applicable. Did this event occur during insertion, advancement or withdrawal? No further information has been obtained despite good faith efforts. Was the guidewire hydrated or rinsed with saline solution prior to removal from the dispenser? No further information has been obtained despite good faith efforts. Was there an issue with lubricity of the device? No further information has been obtained despite good faith efforts. Was the zipwire flushed during the procedure? No further information has been obtained despite good faith efforts. Did any part of the guidewire detach inside the patient? No further information has been obtained despite good faith efforts. How was the procedure(s) completed? (I.e. Was the same device exchanged for another of the same, different device, etc.)? No further information has been obtained despite good faith efforts. Product is expected according to the complaint details. When is the possible return date of the device? No further information has been obtained despite good faith efforts.